Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. As a result, a replacement tandem cable and wall adapter were sent to the customer and if the pump battery depletes before receiving items, the customer was advised to use manual injections for insulin therapy.